Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that she had a revision to her left hip on (B)(6) 2018. The very next day when they stood her up she noticed that her left leg was longer than the right. Patient's left leg is 1/2 inch longer. She is experiencing groin pain and pain in the hip area. Now has to wear a lift in her shoe.